Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging damage to the battery compartment with noted moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the pump battery compartment was observed to be cracked; no corrosion was observed inside the battery compartment. A pump leak test was performed and the battery compartment was found to be leaking. When the pump was opened corrosion was observed on components of the force sensor assembly.